Event description:
Customer reported a malfunction alarm with code malf 12, but no notable events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer had not previously reset pump for this malfunction, so technical support assisted with the reset process. After resetting, the malfunction did not recur, allowing customer to continue using pump as normal. Customer was advised to monitor and report if any issues arise.